Event description:
A healthcare professional reported that the lens was faulty. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was obtained by checking the intraocular lens (iol) serial number associated with the event. It was confirmed that initially reported intraocular lens remained in lens bank without any reported issues.

Manufacturer narrative:
Based on information received following to the initial report submission, it was found that the consumer incorrectly reported the suspect device serial number. As a result, the complaint does not meet the criteria for reporting. The correct product details has been filed under the reference number 1119421-2023-01938. This file will be closed. The manufacturer internal reference number is: (B)(4).